Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, damage during mfg, materials, interactions with other devices, a previously implanted stent, pt anatomy, lesion calcification and tortuosity, or insufficient preparation. If the balloon experiences mechanical damage during the procedure, this can cause balloon material to weaken and rupture. It is possible that the balloon material was damaged during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during pre-dilatation, the voyager balloon ruptured at 6 atm during the first inflation. Another company's balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.